Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device could not confirm the reported event. The device was manufactured on 15-february-2019. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4) parts, 2) date of manufacture: 15-feb-2019, 3) any anomalies or deviations identified in DHR: no deviations or anomalies, 4) expiry date: 31-jan-2024, 5) IFU reference: w90930.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of shoulder prosthesis right side as patient suffered two falls before. There was loosening at the bone to implant interface. Doi: unknown, dor: (B)(6) 2020, right shoulder.